Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; needle leaked during irrigation between the needle stabilizer and the patient's skin. Additional information received 08/29/2025: patient treatment had to be postponed until the next day. Port re-accessed with a new needle. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is unconfirmed, as no issues were found with the returned samples during testing. Two hundred eighty-five powerloc max infusion sets were returned for evaluation. An initial visual observation revealed from the 285 infusion sets returned, 10 were packaged in a bag and had a batch number of asjvfc068, and (B)(4) units (25 packaged in a bag and (B)(4) distributed in 10 boxes containing 25 sets each) had a batch number asjvfc088. All (B)(4) samples were observed to be sealed/unused, and no damage or abnormalities were observed. A functional test of flushing and pressurizing the infusion sets with water using a 12ml syringe was performed. All (B)(4) samples from batch asjvfc068 were tested and no leaks were found. Due to the large number of units returned from batch asjvfc088, ansi/asq z1.4 tables at general inspection level ii were applied. Considering the number of returned units ((B)(4)) as the lot size, (B)(4) samples were required to be functionally tested. To increase the robustness of the test, (B)(4) samples were tested, and no leaks of other functional defects were observed in any of the samples. Visual and functional evaluations of the returned samples did not reveal any evidence of leakage or damage in either batch. Therefore, this complaint cannot be confirmed at this time. This complaint will be recorded for future trending and monitoring purposes.